Event description:
A medtronic representative reported a surgeon being 2mm inaccurate inferior at the middle turbinate during a functional endoscopic sinus surgery (fess). Tracer was used for registration technique. The surgeon successfully completed the procedure with the use of the fusion navigation system. There was no negative impact on patient outcome reported.

Manufacturer narrative:
The patient orientation in the scanner caused the scan to be tilted l/r. A significant portion of the forehead was cut off in the scan, not leaving enough physical anatomy to complete a thorough tracer registration. The 3d model was not appropriate for a tracer registration due to the missing anatomy. Software is functioning as designed.

Manufacturer narrative:
Patient weight was unavailable from the site. No parts or files have been received by the manufacturer for evaluation.